Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance was reported on (B)(6) 2019 and (B)(6) 2020 for this lead. Lead remains implanted and will be evaluated further. Should additional information become available, this file will be updated.